Event description:
The facility reported a colleague infusion pump with a malfunction where the device "lost the battery". This had the potential to interupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a lost battery was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition. However, during previous service the batteries and harness were replaced. Should additional information be received, a follow-up medwatch will be submitted.